Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient received multiple inappropriate therapies from atrial fibrillation with rapid ventricular response. At the ER, medicine was provided to slow down his heart. Tech service suggest the device reached max charge time. The reduced longevity seemed accurate. The physician reprogrammed the vt detect criteria. The device remains implanted.